Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced adhesive issue and infusion site not sticking event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 370 mg/dl at the time of the event. Patient experienced the symptoms of confusion, disorientation and hyperglycemia at the time of the event. No further information available.